Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that the plastic coating on the connector cap cable was broken, exposing the frayed metal wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that ¿the plastic coating on the wires by the cap was frayed¿ on the motor device. The event was not reported to have occurred during surgery. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. However, it was reported that the event occurred during the month of (B)(4) 2014. The reporter was unable to provide additional information regarding the eve6t or contact information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.